Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. Customer was released from the rehab on (B)(6) 2018. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with the results obtained of 33mg/dl. The expected fasting blood glucose test result range is 100-115mg/dl. The customer did report symptom of passing out. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the both living room and kitchen. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is a few weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in states the meter is reading low with a 30 point difference. Wife states customer passed out due to hypoglycemia and she called the paramedics on (B)(6) 2018. Wife obtained 33mg/dl fasting with true metrix and states paramedics obtained 0 reading upon arrival. Wife also states during hospital stay hospital meter read 165mg/dl fasting and true metrix 130mg/dl fasting. Wife is not concerned about any readings except the 33mg/dl fasting result, which required her husband to be hospitalized. Wife states this incident happened about a week before where he was in the hospital for a week. Wife states they are not aware of why his glucose is dropping like that. Customer has been in rehab as well for 3 weeks on a high carb diet and currently using insulin and not his pills. Wife is not concerned with high results and states the high carb diet has caused that. Wife states customer has blood clots as well and kidneys had shut down but now functioning at 60%. Wife was storing unopened vials in kitchen cabinet near the a/c. Advised of proper storage technique and advised to discontinue use of alcohol pads. Wife states husband's a1c was 8.2 in (B)(6) but now at 7% since his hospital stay. Wife states customer scheduled to be taken off new medication pioglitazone in 2 months. Wife also ran a control test and meter fell within range. Control results 130mg/dl (102-138mg/dl). Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.